Event description:
During preventative maintenance of the device, the technician observed the batteries were dead. The batteries were replaced one year ago suggesting a premature failure. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.